Event description:
It was reported that during a surgery, the instrument broke. Levels treated were l5-s1 for degenerative disc disease. The pt had good bone quality. After final tightening on the right side of the construct, the surgeon was removing the rod inserter and the tip broke. The tip fell in the pt and was removed. The surgeon used another instrument of the same to complete the left side of the construct. There was no delay in the case and no pt impact.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.